Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after not announcing a meal, followed by a return to normal range while using the ilet system. Symptoms included hyperglycemia. Outcomes included resolution without medical intervention, hospitalization, alerts, or alarms. Investigation included review of device performance during the event and user education on meal announcements. Investigation of this case revealed that insulin delivery was active and effective, as evidenced by declining glucose while on the call, and that the event was attributable to a missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related use error related to meal announcement timing was the cause.